Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. Unable to perform a compatibility check as insufficient information was provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right hip revision due to poly wear. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mild polyethylene liner wear. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# 00801802802 lot: unk femoral head sterile product do not resterilize 12/14 taper unk versys 12mm stem. Unk trilogy 50mm cup.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 00801802802 lot: unk femoral head sterile product do not resterilize 12/14 taper. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision approximately 27 years later due to poly wear. Attempts have been made, and no further information has been provided.